Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, it was noted that the left ventricular (lv) lead had difficulty advancing with the guidewire. The lv lead was replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. A guidewire was inserted through the proximal end of the lead all the way through with no restrictions noted. Visual inspection of the lead did not reveal any anomalies. The full measured s-curve hump height was within specification.